Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that the right ventricular (rv) lead noise appeared to be associated with muscular activity. The lead was reprogrammed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency room experiencing dizziness and palpitations. It was noted that the right ventricular (rv) lead showed sensing integrity count (sic) lead integrity alert count for short ventricle-ventricle (v-v) intervals, unipolar ventricular sensing, over-sensing and low r waves. The lead remains in use. No further patient complications have been reported as a result of this event.